Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation is not yet complete, when evaluation is complete, a supplemental report will be filed. The patient is following up with a clinical manager to evaluate the patient's pump technique. Please refer to MFR report # 2010-00623 related to this report. No conclusions can be made at this time.

Event description:
It was reported that on two separate occasions, the patient was treated at the emergency room for elevated blood glucose levels.